Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead code 1004 had been recorded. The device declared end of life (eol). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that multiple alerts were received when interrogating this implantable cardioverter defibrillator (ICD). There was a battery capacity depleted (bcd) alert as well as a code 1004 indicative of short circuit during shock delivery and code 1007 due to capacitor charge time exceeding limitations. The patient received multiple shocks that were undetermined if appropriate or not. Technical services (ts) advised replacement of device and right ventricular (rv) lead. It was noted that further testing will be performed during next clinic visit. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD had reached end of life (eol) so physician elected to explant the entire system for a downgrade to therapy. Upon interrogation prior to procedure, another code 1007 was displayed. There was no replacement at physician's discretion. No additional adverse patient effects were reported outside of explant procedure.

Event description:
It was reported that multiple alerts were received when interrogating this implantable cardioverter defibrillator (ICD). There was a battery capacity depleted (bcd) alert as well as a code 1004 indicative of short circuit during shock delivery and code 1007 due to capacitor charge time exceeding limitations. The patient received multiple shocks that were undetermined if appropriate or not. Technical services (ts) advised replacement of device and right ventricular (rv) lead. It was noted that further testing will be performed during next clinic visit. No adverse patient effects were reported. Currently, this ICD remains in service.